Event description:
It has been reported to philips that the system is unable to perform perspective exposure and fluoroscopy storage was not possible due to an image disk problem. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the ippc software was re-installed, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the user was able to restart the device and continue the procedure. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the log file showed application error: exposure not possible-reselect application. Troubleshooting actions of restarting the system were completed, however, the issue persisted. The root cause of the issue was that the ippc could not connect. The field service engineer (fse) downloaded the image processing pc (ippc) software, which returned the system to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.